Event description:
A cartridge alarm was reported by the caller. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support decided to replace the pump, provided instructions for putting the pump into storage mode, and advised the caller on the necessary steps to take upon receiving a replacement. The caller acknowledged these instructions and arrangements for returning the problematic pump were made, with a replacement pump being sent.